Event description:
Indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia. Patient reporting freedom pump malfunction. Patient reports the piece that the tip of the 50ml syringe sits in at the front of the pump is broken off. Advised patient we will send her a new freedom pump as well as a return box to send us back the defective pump. No additional information available. Patient did not experienced adverse event. Patient did not miss dose. Serial number of pump: (B)(6). Unknown maintenance due date of pump. Reported to cvs/caremark by: patient/caregiver.